Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. User medwatch received.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, after removing the electrode pads, wounds were found on the patient's skin. The skin damage appeared to be from shearing. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. It is noteworthy to mention the provider reported the skin damage was related to the patient being treated with steroids which resulted in friable skin at a high risk of sluffing and tearing. However, without receipt of the electrode pads, root cause could not be firmly established.